Manufacturer narrative:
(B)(4) d10: item# unk competitor glenosphere; lot# unknown. G2: literature - stadecker, m., givens, j., schmidt, c. M., ii, layuno-matos, j. G., kolakowski, l., christmas, k. N., simon, p., cronin, k. J., & frankle, m. A. (2025). Mismatched implants yield comparable outcomes in revision shoulder arthroplasty. Journal of shoulder and elbow surgery, 34(6), s22¿s27. Https://doi.org/10.1016/j.jse.2025.02.003. Attempts have been made to gather product ID information and no further info is available. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a journal article was obtained that reported a retrospective study from the united states with cases performed by a single surgeon between a date range of approximately fourteen(14) years ago and four (4) years ago. The purpose of the study was to compare the clinical outcomes between patients treated with matched vs. Mismatched implants in revision shoulder arthroplasty. The article reported 1 patient required initial revision of unknown manufacturer's product due to a failed hemiarthroplasty and glenoid wear. Subsequently, the patient was revised on an unknown date and a 40+13mm biomet bearing was implanted with a competitor glenosphere. The patient was reported to have underwent a second revision on an unknown date due to instability. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. However, it was identified that the zimmer biomet bearing was used in conjunction with a competitor glenosphere. The event was unable to be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.